Manufacturer narrative:
The technician found the foot end brake caster was stuck in brake mode. The technician found the brake casters stuck in brake due to a broken foot end brake transfer link and after replaced the brake link the technician found the brakes are not holding when in brake mode because the brake casters are work from normal wear and tear. A search of the hill-rom maintenance record did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The brake casters were replaced by the technician to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brakes are broken. The stretcher was located in (B)(6) storage at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).